Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the surgeon was taking down scar tissue on the pulmonary vein, when it was observed that the pulmonary vein was nicked, which resulted in bleeding. The surgeon applied pressure with an unspecified instrument and made the decision to convert to an open approach. Once it was decided that the procedure was to be converted to open, the surgeon requested that a second bovie be brought into the operating room (or), and he undocked the endoscope and other docked system arms with the exception of one arm that had an unspecified instrument installed that was holding the vein to continuously apply pressure. Despite this effort to hold the vein with an instrument, the vein continued to ooze. It was then reported that the integrated electrosurgical unit¿s (iesu) power was increased from a setting of three to eight and, at the same time, the second bovie that was previously requested was plugged into the same outlet as the iesu. During these two actions, it was reported that the operating room lost power. While it was not confirmed, the site indicated that they believed that the increasing of the iesu setting and simultaneous plugging-in of the bovie into the same outlet could have caused the power outage. At the time of the power outage, the da vinci surgical system¿s patient side cart (psc) went into default battery mode. Arm 1 was then undocked and it was noted that it was not in the surgeon¿s way as initially indicated by the risk manager. The conversion to open surgeon continued following these events and the bleeding was controlled with electrocautery provided by the iesu and an unspecified energy instrument. The estimated blood loss was two liters and the patient was transfused with ¿a couple¿ units of blood. It was noted that after the bleeding was controlled, the patient coded and could not be revived. It was also noted that the surgeon at the site believes that the patient could not tolerate the blood loss due to the patient¿s conditions and comorbidities. There was no autopsy performed, but the cause of death was noted to be hemorrhagic shock with contributing factors being bleeding and a lung mass. The risk manager then confirmed that neither the site nor surgeon have alleged a malfunction of an isi device or system caused or contributed to the pulmonary vein injury or patient¿s death. The risk manager stated that the surgeon confirmed that the nicking of the vein was noted to be a known surgical complication and not a result of the instrumentation. An intuitive surgical, inc. (Isi) representative was present for the event and noted that the ¿unspecified instrument¿ that was used to hold the vein was a cadiere forceps instrument. With regard to the risk manager¿s speaking to an initial allegation of a system arm being in the way, a nurse reported a complaint to isi for the reported event and indicated that an arm, universal surgical manipulator (usm) 2, that had been undocked from the patient was in the surgeon¿s way. The nurse indicated that an error, ¿unable to move arm number 2,¿ had appeared on the screen.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint of arm 2 locking in place and the power outage. Per review of the system logs, the fse observed usm 2 was disabled by customer. Usm 2 was unable to complete post tests after system restart. The fse inspected and verified usm 2 and found no issues with the arm. Usm 2 successfully completed the post test and was exercised and ran through full range of motion with and without instruments installed. Regarding the power outage, upon fse arrival, the vision side cart (vsc), patient side cart (psc), and integrated electrosurgical generator unit (iesu) were powered off, and the surgeon side console (ssc) was power-on. Fiber cables were disconnected from the ssc and psc, and stored on the vsc. The fiber cable from vsc to psc was partially disconnected on the back of the vsc fiber connection. The psc battery was at full charge. Visual inspection revealed no abnormalities. Initial power-on resulted in the generation of error 55 for the patient cart fiber interface (pfi) caused by the fiber cable being partially disconnected, which was resolved by fully seating the fiber cable; no previous fiber errors observed per the log review. The identified issue is suspected to be unrelated and occurred during removal of the fiber cables after the case. The fse noted the following power connections at arrival: psc was plugged into outlet labeled or5-4, ssc was plugged into outlet labeled or5-8 with simnow & stryker endoscopy 5900 optical court, vsc was plugged into an unmarked outlet with along with an anesthesia cart that was near the ssc. This unmarked outlet pulled the highest current, indicative of a possible overloading of the circuit. The iesu was plugged into outlet labeled or5-6. It was determined that the power issue is related to third-party equipment. System power loss was a result of loss of facility power and not an isi da vinci power issue. The psc successfully switched to internal battery power during the power loss. System verification was completed in accordance with isi procedures. The system was tested and verified ready for use. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. Errors that occurred indicate restricted motion of arms. These errors can be hardware or from collision or restricted motion. Since the errors cleared and diagnostic testing on the following day showed no issue, it is likely that the errors on arm 4 and arm 2 after the system power cycle were due to a collision event. Logs from the iesu indicated that both the monopolar cut and monopolar coag were set to effect level 3 during the procedure on (B)(6) 2020 on (B)(4). Usm 1 that still had the cadiere forceps instrument installed (the arm that was holding the pulmonary vein) stayed stationary through the power cycles. Isi has reviewed the site¿s instrument logs with a procedure date of (B)(6) 2020. Logs show curved-tip stapler 30 instrument (part #470530-08, lot #t10190919-0095) fired 7 reloads (2 green followed by 5 white). All firings were completed per logs. There were no incomplete clamps in the procedure. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: curved -stapler instrument, and site complaint history reviews have shown that no complaints filed against the instrument. The site review also shows no complaints related to the single-use reloads. An isi internal medical safety officer provided the following after reviewing the case information: based upon the addition information received from 22-sep-2020, the inciting injury or ¿nick¿ to the pulmonary vein occurred due to ¿scar¿ tissue on the pulmonary vein. Due to the bleeding, the surgeon decided to convert the procedure to open. Leaving arm #1 in place, as it was used to maintain pressure on the bleeding pulmonary vein while the surgeon opened, the surgeon was able to undock all of the other the arms from the patient. While opening the thoracic cavity, the surgeon asked for the electrocautery unit setting to be increased from 3 to 8. A second third-party electrocautery unit was plugged into the same outlet as the first electrocautery unit. It was at that time that the power to the room was lost. As per isi¿s user manual includes caution: ¿caution: do not connect additional equipment to the same ac power wall outlet as the vision cart. This configuration could potentially overload the circuit.¿ the surgeon was eventually able to control the bleeding using electrocautery. However, the patient ¿coded¿ after the bleeding was controlled. Both the site¿s risk manager and surgeon do not believe that either the da vinci system, instrumentation, or accessories caused or contributed with the pulmonary vein injury, subsequent acute blood loss anemia, hypoperfusion, and death. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure and while the surgeon was taking down scar tissue on the pulmonary vein, it was observed that the pulmonary vein was nicked, which resulted in bleeding. During the conversion to open surgery, a reported simultaneous increasing of the energy setting and plugging-in of a third-party device could have contributed to the or losing power. While the risk manager confirmed that neither the site nor surgeon have alleged a malfunction of an isi device or system caused or contributed to the pulmonary vein injury or the patient¿s death, the potential for the device to have caused or contributed to the event exists.